Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, an enterprise2 4mmx30mm intracranial stent (encr403012, 8907990) was placed in target site and tried to release. But partial distal markers of the stent did not fully open or expand as intended. The doctor only retracted the stent and switched to a new one to complete the surgery. The microcatheter was not replaced. There was no patient injury reported.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during an endovascular embolization, an enterprise2 4mmx30mm intracranial stent (encr403012, 8907990) was placed in target site and tried to release. But partial distal markers of the stent did not fully open or expand as intended. The doctor only retracted the stent and switched to a new one to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 16-apr-2025 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. There was no vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the stent. There was no blood flow restriction. There was no procedural delay due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx30mm intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages was noted. Further inspection was performed under a microscope, the delivery wire was inspected along its entire length, and no damages were found. The stent was found still inside the introducer. The stent was observed in good condition, with no structural damage (i.e., no broken struts, no kinks). A functional test was performed; a lab-sample prowler select plus was flushed using a lab sample syringe. After that, the unit was introduced into the prowler select plus, and it advanced, no resistance/friction was felt when the stent passed through the hub area nor along the entire length of the microcatheter. The stent was inspected under magnification and no abnormalities were found on it (i.e., no broken struts, no kinks). The issue reported regarding the distal markers of the stent not being fully opened was not confirmed since the stent fully expanded during the analysis. It is possible that the marker bands may have converged together but opposed to the vessel wall. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8907990. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since no issues were encountered, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. ¿ position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.